Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that t1 and t2 of the fast fix 360 deployed at the same time. No patient injuries reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Manufacturer narrative:
The complaint reported: ¿simultaneous deployment¿. T1 has been freed from the needle track. The allegation cannot be supported as t2 is still awaiting deployment. There is no obvious disfigurement or damage to the device. The device cycled and actuated successfully. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be confirmed. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.